Event description:
Home care rn was removing PICC line. Rn had 10 1/2 inches out without difficulty, then met resistance. She applied pressure and line broke in two places. Catheter migrated up vein in arm. Pt was brought to emergency dept where surgeon attempted to remove catheter from vein in arm. Unable to remove at the time. Catheter migrated to pulmonary artery where it remains.